Manufacturer narrative:
D10: 350-12-04 - tibial plate fb sz 4 rt (B)(6), 350-10-04 - ankle sz 4 locking clip (B)(6), 350-22-42 - tibial insert fb sz 2 rt 10mm (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech vantage total ankle study, approximately 2 years and 5 months post the patient's previous left ankle revision, the patient developed worsening cyst formation and new talar subsidence. This resulted in another revision to correct the talar subsidence, cyst formation and osteolysis with a competitor implant. The outcome is considered to be resolved.